Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "fter insertion the art line and using the wire, the cannula wouldnt push off the needle/wire even though clearly in the artery. Eventually the clinician removed to find the wire bent. Clinician attempted another insertion with the same art line and the same thing occurred. The clinician then used a pink anio cath with no problems." The patient's current condition is unknown at this time. Associate MDR numbers include:9680794-2026-00214 and 9680794-2026-00222.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after insertion the art line and using the wire, the cannula wouldn't push off the needle/wire even though clearly in the artery. Eventually the clinician removed to find the wire bent. Clinician attempted another insertion with the same art line and the same thing occurred. The clinician then used a pink anio cath with no problems." The patient's current condition is unknown at this time. Associate MDR numbers include:9680794-2026-00214 and .